Event description:
It was reported that the right monitor on the 2800 system would not power on at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.